Event description:
Boston scientific received information that this lead was a case of attempted implant. Additional information received indicated that the physician felt that may have damaged the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection showed that the poly insulation sleeve was bunched up at one location near the terminal boot. The proximal end of the distal spring electrode was separated from the lead body insulation. Also, the coil was slightly stretched at the distal end of the distal spring electrode and had a gap. The lead body was curled, and lead was deformed near the shocking coil. Furthermore, blood or body fluid noted in the helix housing. Hipot test passed the specification and continuity test also passed with manipulation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was a case of attempted implant. Additional information received indicated that the physician felt that may have damaged the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was a case of attempted implant. Additional information received indicated that the physician felt that may have damaged the lead. This lead was never in service. No adverse patient effects were reported. This supplemental report is being filed because the codes were updated.